Event description:
It was reported that the doctor intended to place a lead in the left hemisphere of the patient. Upon removal of the leads from the packaging and inspection prior to placement, two leads were observed to have a noticeable kink at the level of the #0 contact. The leads were not placed in the brain as the doctor was not comfortable using them due to their appearance. It was reported that there was no patient injury, and a different lead was used. Patient status after device removal was reported as "n/a", as the leads were not used with the patient. See also MFR. Rep. # 6000153-2012-00020.

Manufacturer narrative:
Analysis of the lead model 3387s-40, lot v787091, found the distal end of the lead was bent, new out of the box. The proximal end of the lead was ok. No setscrew marks were observed. The lead conductors were ok and the outer insulation was intact. The distal end of the lead was bent. Continuity was acceptable and there were no shorts between circuits.